Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right arm weakness was noted and magnetic resonance imaging (MRI) revealed small acute watershed-border infarct of the left frontal lobe. Bradycardia was also noted and treated medically. Post-implant left bundle branch block (lbbb) was noted requiring a permanent pacemaker to be placed. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: information was received that the event date was (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue.